Manufacturer narrative:
Physio-control was able to confirm the depletion of the internal hlc batteries; however prior to the completion of the device evaluation, the device was inadvertently scrapped.   As a result of the device being scrapped, the root cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device and observed the power issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer's device would no longer power on due to depleted internal hlc batteries. There was no report of any patient use associated with the reported issue.